Manufacturer narrative:
The MFR did not receive explanted devices or x-rays for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as corrective z-2415/2426-2008. Should additional info including the final investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case for closed. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that the pt had a revision surgery due to unexplained reason. Prior to the event he had night pain and could not walk far.

Manufacturer narrative:
This case was reopened on (B)(6) 2016 to enter additional information which had been received on may 17, 2016 since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case. (B)(4).

Event description:
A product liability claim was raised. It has now been reported that the patient was implanted a durom acetabular component 52/46 code l on an unknown side on (B)(6) 2007. The patient was revised on (B)(6) 2009 due to adverse reaction to particulate metal wear debris and pain.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch.

Event description:
It was reported that a patient underwent revision surgery due to loosening.